Manufacturer narrative:
The device was returned for evaluation. The implant came detached from the pusher. The pusher exhibited evidence of a kinked outer jacket, located approximately 36cm from the distal end. The monofilament knot and uv adhesive were noted to be intact on the pusher, as well as at the proximal end of the implant. The monofilament exhibited evidence of tensile failure that terminated proximal to the heather coil segment. The proximal section of the implant was noted to be stretched, and still within the returned catheter. Dissection of the catheter revealed a section of the implant was stretched and prolapsed. Based on the investigation and provided information, the complaint of a detached implant can be confirmed. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded the monofilament strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently ongoing.

Event description:
It was reported that while still in the catheter, the azur coil was retracted and the coil was noted to have detached in the catheter. The delivery wire was removed and the coil was flushed with saline. An attempt was made to readvance the wire through the catheter, but it would not advance. The entire coil was removed together with the catheter without incident. There was no reported patient injury. The patient's current status is reported to be okay.